Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the clinician indicated that they programmed the infusion of hydromorphone for 0.017 mg/kg/hr cmi (continuous medication infusion), but later self-reported that they must have ¿miss programmed the pump¿ for 0.020 mg/kg/hr. The vtbi was 49.9ml in a 50ml syringe. The infusion knowledge portal data and pump appears to change the rate from 0.017 to 0.019 to 0.020 during start stop cycles. There was no patient harm.